Event description:
Surgeon was trying to put a recon set screw in through the jig. He hit the set screw with a mallet and the nylon busing broke off the set screw. The set screw and nylon bushing was removed from jig. There was a second identical set screw available; which they used. It delayed operating time by less than a minute and they just removed the nylon tip from the top of the nail holding bolt of the jig with some forceps.

Manufacturer narrative:
Summary: the review of the DHR revealed no deviation during the mfg. According to the received event description the event is not device related as the surgeon damaged the screw during the attempt for screw insertion. The surgeon damaged the nylon bushing due to hammering on the set screw. This usage could be classified as not intended according to the IFU and op-technique. The event could be classified as not device related. (B)(4).